Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "footswitch sticking" (sticking). The customer reported the footswitch was sticking during surgery. All cases were completed as planned. No patient injury was reported.

Manufacturer narrative:
The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).